Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 82-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that after ablation, at the end of the procedure, the physician performed a routine scan with the ice catheter and noted a "small" pericardial effusion. The patient did not exhibit any signs or symptoms. A pericardiocentesis was about to be performed. Patient was stable. The physician is not sure on the cause of this adverse event. The outcome of the adverse event was unknown. The patient did require extended hospitalization because of the adverse event. A transseptal puncture was performed with a merit needle. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. The event occurred after ablation had been completed. An irrigated catheter was used in the event, the flow setting was 8/15ml. No error messages were observed on biosense webster equipment during the procedure. The patient is hemodynamically stable at this time. The effusion was discovered during routine ultrasound scan. It was confirmed with a soundstar catheter. The patient was admitted. It is unknown if there is a suspected perforation. The procedure was not abandoned. The procedure had already been completed. There was no evidence that any effusion was present before the procedure. Max wattage used: 35; total lesions: unknown total ablation time: 24min total fluid: 424 ml. Additional information was received on the event. A pericardiocentesis was performed on day of ablation (B)(6) 2022. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, parameters for stability used were surpoint 3mm,3sec,3fot, 3 tag size. Respiratory gated additional filter was used with the visitag. Fti, average, force, and time color options were used prospectively.

Manufacturer narrative:
The device evaluation was completed on 05-sep-2022. It was reported that an 82-year-old male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. The product involved: smart touch bidirectional sf catheter. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed a shaft bent close to the handle was observed. Per the event, several tests were performed. The magnetic, electrical, deflection, and temperature features were tested, however, during the screening test a water leakage was observed inside of the handle. An analysis was performed, and the irrigation tube was broken causing the water leakage, however, the root cause of the damage in the irrigation tube and the shaft could not be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster¿s inc. Product analysis lab finding of ¿irrigation tubing damaged at shaft¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).